Manufacturer narrative:
Batch review performed on 21 september 2021: lot 1903256: (B)(4) items manufactured and released on 21-jun-2019. Expiration date: 2024-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
1 year and 1 month after the primary surgery the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the gmk-sphere tibial insert - flex s4l - 14 mm with a gmk-sphere tibial insert - flex s4l - 20mm. The surgery was completed successfully.